Event description:
Reporting status: serious injury. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that during treatment of an ami, there was a (slight) resistance felt when the mini vision was advancing and as it was pulled back the stent dislodged. Another company's 1.5 balloon catheter was used to capture the dislodged stent and deploy it at the lesion site. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- product performance engineering reviewed the incident information. Historical data shows the potential causes of dislodgement, may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Without the device to examine, no determination can be made as to the root cause of the dislodged stent in this case.